Event description:
It was to send their st holster in for annual pm and calibration. No patient involvement.

Manufacturer narrative:
H.6.: green/blue cable. H.3.: evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green/blue cables replaced. The device was functionally tested, met all product requirements and returned to the customer.